Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal and that the piston does not stop pushing the insulin out from the reservoir. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the unexpected restart, rewind, displacement and self tests. However, unable to prime the pump during the prime test and alarmed compromised force sensor system during the basic occlusion test due to a faulty force sensor resistor. No motor error alarms were noted. The motor was tested outside the device and it passed. The drive support was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.